Event description:
It was reported that, "upon impaction of the femoral stem, the bullet tip fell off the impactor and was stuck in the accolade stem. The reamer broke at the modular hudson attachment during reaming."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been complete and additional information will be reported in a supplemental.